Manufacturer narrative:
The reported guide wire was received for analysis. A non-csi exchange catheter with the fractured guide wire spring tip engaged on the snare device was also received. Examination of the spring tip on the snare device revealed the core shaft to be fractured located 6 mm from the proximal solder bond. The spring tip coils were also damaged and deformed. Examination of the proximal guide wire core shaft revealed the proximal core wire to be fractured and curled up. There was no other damage revealed with the guide wire that would have contributed to the reported event. Scanning electron microscopy revealed the presence of torsional stresses on the fracture faces of the core wires. Although the root cause was not established, this type of damage is consistent with spinning over a tight bend or kink in the wire. Bench testing has found that if the distal guide wire core becomes kinked near the spring tip, additional manipulation and applied tensile forces on the guide wire can reduce the wire strength and result in fracture. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral procedure, a non-csi filter was being used off of the viperwire guide wire. The target lesion was highly calcified, but not totally occluded, and located in the distal superficial femoral artery (sfa). After the lesion was treated successfully, an attempt was made to retrieve the filter, and the guide wire fractured. A retrieval catheter was used to snare the filter and guide wire fragment. No device fragments were left in the patient, however, some captured material was lost downstream. It was noted that there was no unusual strain on the guide wire, and the orbital atherectomy device (oad) was not close to the filter or the end of the guide wire at any time during the procedure. The procedure was completed with balloon angioplasty with no additional patient complications. It was noted that the posterior tibial artery was also successfully treated during the procedure.